Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter owner's booklet did not provide instructions for using the lancing device. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however, was unable to reach her by telephone. On (B) (6) 2010, the smss sent a letter requesting the patient contact medical surveillance. On an unspecified date, the patient claimed the owner's booklet for the reported meter did not provide instructions for use of the lancing device. The patient was unable to obtain a blood sample for glucose testing. Afterwards, the patient experienced the symptom of shaking. The patient refused to provide any further information regarding this event. The owner's booklet does in fact contain detailed instructions for use of the lancing device included in the meter kit. It would have been helpful to determine whether or not the patient was able to test her blood glucose level, if this was the first time the lancing device was used, the date and time of this event, and if she received any treatment or medical attention. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the issue with the lancing device instructions in the reported meter owner's booklet. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.